Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump had emitted 8 loss of prime warnings over several months. No additional information was provided and the pump was unavailable to troubleshoot at the time of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed multiple loss of prime warnings associated with a non-primed pump or cartridge change. The pump was run for 24 hours and the loss of prime was not duplicated. The force calibration passed. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.